Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon was having difficulty moving his instruments, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with a power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable cause cannot be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was having difficulty moving his instruments. The instruments moved the instrument left and right, but the instrument moved up and down. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) stated the surgeon was having difficulty moving his instruments. The csr stated when the surgeon would try and move his instruments left and right, and the instrument would be moving up and down instead. The csr stated the issue was on arm 4. Prior to calling in the issue, the staff rebooted the system and the instrument movement returned to normal. The technical support engineer (tse) attempted to view logs but was unable to see the previous log before the power cycle. The logs after the power cycle were clear of any issues. The staff proceeded with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no further issues after a hard reset.